Manufacturer narrative:
Investigation: based on the incident in question the batch history was analyzed. We would like to inform you that specifically for foreign matter, visual inspections of the product packaged according to control plan gq 169 2 ifm, validated with the acceptable quality level (nqa) of 0.10% with the frequency of two hours and always analyzing one machine cycle . All records of the manufacture of the lot presented results in accordance with the specification. Manufacturing process analysis: during the batch manufacturing process no record of any occurrence of the strange matter defect was identified. During a manufacturing, these batches were performed with visual inspections with predetermined frequencies, with the purpose of ensuring that the product meets a specification without presence of any strange matter in all stages of manufacture. All equipment has enclosures that aim to protect products from contamination throughout the production process investigation summary: based on the photo(s) received the investigation concluded: confirmed, bd was able to confirm the customer¿s indicated issue complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a CAPA is not required at this time. Based on the characteristics of the sample it was not possible to characterize the type of foreign matter and consequently to identify process origin.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on a 27 g x 0.5 in. Bd eclipse needle before use. No injury or medical intervention.